Event description:
An anesthesiologist reported that during a c-section, the suction stopped working due to the pt tubing being connected to the central port on the canister. Since the central port has a filter, the suction stops working when the filter gets wet. There was no harm to the pt since she was already intubated. The anesthesiologist believes that the tubing is being connected incorrectly during set up due to the raised letters on the lid being difficult to read, and if the letters were in contrasting color this error would be prevented.

Manufacturer narrative:
Deroyal: no product or lot number was provided to confirm that this is a deroyal device. The MFR listed on the maude report states critical disposables, inc., but they do not MFR suction canisters. There was no initial reporter info to contact for further details.